Manufacturer narrative:
Batch review performed on 23 october 2018. Lot 130443: (B)(4) items manufactured and released on 22 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection 2 years and half after primary surgery. The pathogen is unknown. The poly was revised.